Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a maintenance alarm and a fan malfunction when turned on. There was no patient involvement and no harm is reported.

Manufacturer narrative:
E1 - event site name: (B)(6) hospital e1 - event site telephone: (B)(6). E1 - event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.